Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician contacted technical services to report that this patient was recently admitted to the hospital following a syncopal event. The patient had fallen and sustained an injury (hemorrhage). The device was not interrogated upon admission and the physician asked if review of the patient's latitude data would provide information concerning the event. Technical services informed the physician that review of the latest send data upload contained several atrial tachycardia responses (atrs) but no ventricular episodes data were captured for that day. Subsequently, boston scientific received information from the local representative that no information from physician was received and was not contacted by the clinic nurse.